Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Follow up information received indicated the surgery was completed another day and everything went fine.

Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A physician reported during flap creation the laser released the vacuum and stopped the surgery. The surgery could not be completed and was postponed to the following week.